Event description:
It was reported to ventec that the passive patient circuit's exhalation valve separated from the tube during patient use. The reporter further advised that there was nobody in the room when the separation occurred, but that the vocsn alarmed which alerted staff members to the situation. The reporter advised that there was no patient harm as a result of the reported issue. Ventec has reached out to the reporter multiple times in order to obtain additional information about the patient and the event, but no further details have been provided. Additionally, information for the vocsn device used during the event and the lot code of the broken patient circuit was not provided by the reporter. As a result, serial number, lot code and UDI number are "unknown", and device manufacturing date shall be left blank.

Manufacturer narrative:
The broken patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.